Event description:
During a low anterior resection procedure there was a malformed distal stapli line. The procedure was completed with a device of a different product code. There was no patient consequence.